Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump. The customer states that the pump was found in the broken equipment area at their facility. An infusion test was run on the pump at 125ml/hr with a total infusion of 50ml. It came up short at 40ml infused. The customer ran the test again and received the same results.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿pump ¿ under/ over delivered- outside accu¿ the unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a CAPA has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.